Event description:
A physician reported a pt who was double skin tested on 10-25-96 and 11/15/96 with negative results. On 11/27/96, the patient had a fifth sinus surgery, related to repeated attacks of sinusitis which the physician believed was unrelated to collagen; ceftin was prescribed. She was treated for the first time on 12-3-1996 in the nasolabial folds and glabella. The patient developed immediate itching at all sites of treatment. On approximately 12-17-96, erythema developed at all facial sites of treatment; the test sites remained negative. The physician diagnosed a hypersensitivity. On 6-23-97, the hypersensitivity symptoms were ongoing; the physician prescribed multiple oral histamine receptor blockers.